Manufacturer narrative:
There was no need to obtain the actual trackball used by the customer because the complaint is not related to a manufacturing defect and there was no "device failure" or "device malfunction" to investigate. Results: there is no evidence to lead to a conclusion of incorrect use of the device. Conclusion: the conclusion is that the reported complaint is likely the result of the well-known risk associated with use of computer equipment such as keyboards, mice and trackballs. The customer will be advised of advice published by the national institutes of health regarding steps that may be helpful in mitigating workplace-related carpal tunnel syndrome.

Event description:
The reporter stated that a hospital employee had experienced a repetitive stress injury of the right hand (carpal tunnel) that was attributed to the use of a "trackball" computer accessory that is used in conjunction with a central patient monitoring system. It was reported that the employee had undergone surgery to treat the problem. It was reported that the employee filed a workman's compensation claim on 9/24/2007. Note: no patient was involved. The reported injury was to a staff injury. The hospital declined to provide identifying particulars of the staff member.